Event description:
It was reported that during a lung biopsy procedure, the coaxial allegedly would not allow the needle to pass through with great force. It was further reported that another needle from the same lot allegedly had the same issue. As a result of thinking all their twenty gauge needles were impacted, an eighteen gauge was pulled instead of a twenty gauge. Due to using a larger needle, air traveled into the lung. The health care provider attempted to aspirate some of the air out of the lung, but ended up needing to admit the patient. The current status of the patient is stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a lung biopsy procedure, the coaxial allegedly would not allow the needle to pass through with great force. It was further reported that another needle from the same lot allegedly had the same issue. As a result of thinking all their twenty gauge needles were impacted, an eighteen gauge was pulled instead of a twenty gauge. Due to using a larger needle, air traveled into the lung. The health care provider attempted to aspirate some of the air out of the lung, but ended up needing to admit the patient. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a lung biopsy procedure, after removal of the malfunctioned device, a larger needle was planned to be used, during which some air allegedly made its way into the lung. It was further reported that, some of the air was tried to be aspirated out of the lung, but ended up in admitting the patient. The current status of the patient is unknown.